Manufacturer narrative:
(B)(4). Batch #: u94w3x. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired, and the clips did not advance into the jaw and the trigger was noted to be hard. The instrument was disassembled and upon disassembly, the feed link was noted to be broken and the advancer was noted to be bent, causing the firing issues. Fourteen clips were also found inside the clip track. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Possible causes for the damage found in the feed link are possibly due to the jaws being restricted during firing or jaws not being fully through the trocar during firing. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the clip applier did not deploy clips. Upon inspection from nursing staff, no clips were visible in the device. There was no patient consequence for this incident, only delaying the case as the clinician needed to go out of the room to get another one (another device).